Event description:
The user facility reported that the patient had undergone a endovascular procedure two months previous in the same groin where hemostasis was obtained by compression, because of angio-seal stock shortage. During the current procedure a 5fr sheath had been in place in a 6mm diameter afc in the left groin. Placement of the 5fr sheath had been tough and had required a amplatz (stiff) guidewire, possibly because of some fibrous reaction in the left groin after previous procedure. After having accomplished the procedure goals, the 5fr sheath was removed over the amplatz guidewire and the first part of the angio-seal system was inserted over the amplatz guidewire up to the point where pulsating blood was observed from the side-port. The insertion was again a bit tougher than normal, however, certainly not excessive. The inside part of the system was removed, with the outside held in place as normal. The second part was inserted, while making sure the transparent tip of the 2nd part was fully inserted in the hub of the first part. The outer end was connected and clicked normally. Then the outer end was subtly "wrenched" apart, as to deploy the anchor. This felt and sounded a bit off, however this was too subtle to initially notice. Then pulling the outer end, they completely pulled the system out, seeing that the anchor had not deployed. There was no harm to the patient. Additional information was received on 21 sept 2022: hemostasis was achieved by manual compression (mc). There was a lot of scar tissue in the groin. There was no blood loss. The patient was stable, and the procedure was successful.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section b5, to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, arteriotomy locator, and foil package. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy, however, the tamper tube did not deploy from the device. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).